Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The devices involved were not returned to the manufacturer for analysis. An independent research facility has provided a copy of their report to the manufacturer, but the devices will not be returned. We have selected evaluation codes based on the available information within this report.